Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient started their trial on the date of this report and their lead had migrated. The manufacturer representative stated that they reprogrammed around in order to provide the patient with coverage. No patient symptoms were reported and there were no complications. Indication for use is unknown.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 977d260, (B)(4), product type screening device product ID 977d260, (B)(4)' product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the physician was aware of the lead migration. The patient was reprogrammed using the evolve workflow at the t9-t10 disc space. The cause of the lead migration was unknown but they were able to use the existing location. The patient's weight was unknown and the physician was updated before the patient left the clinic. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s lead was removed, as it was part of a trial system. The manufacturer representative stated that the issue had been resolved. No further complications were reported or anticipated.